Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had video processor interface was loose and cannot secure the endoscope properly. The issue occurred during inspection for use. There were no reports of patient involvement.